Manufacturer narrative:
D4. Lot, serial, primary UDI number and expiration date corrected. H4. Device manufacture date corrected.

Event description:
Additional information was received that reported "they prepped and checked the pump as usual , however, alarm persisted. The pump will be returned for investigation."

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported continuous low purge pressure alarm(s) from their automated impella controller (aic) and impella cp after preparation of the pump. No patient harm has been reported.